Event description:
It was reported that the pt complained about decreased hearing sensation. The audiologist states that the pt had a history of several hi apical electrodes. Due to electrodes in status hi and lack of auditory perceptions, the electrodes 1-7 had previously been disabled. Testing carried out on (B)(6) 2010 shows several add'l electrodes in hi and sc status. Head trauma was denied. The pt denies any pain or non-auditory percepts.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.